Event description:
Drill bit broke off and lodged in bone.

Manufacturer narrative:
The actual device was evaluated by an independent matallurgist, mfg engineer, and co's product development. Macroscopic examination, scanning electron microscopy (sem), metallographic examination, and hardness testing was performed. Based upon the tests and examination, the drill bit met all mfg and design specifications. The breakage appears to be the result of mishandling.